Manufacturer narrative:
Evaluated one opened/used reservoir; inspected reservoir, snap-cap, and septum for anomalies; none were found. Ran occlusion test and reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector; performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm during a set change. Customer's blood glucose was 180 mg/dl. Customer reported the device did not alarm no delivery alarms with manual prime. Customer was advised changing the reservoir resolved the issue. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.